Event description:
The device was returned for pneumatic valve actuation failure (valve 1). The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. During the infusion, the secondary led was dimly pulsing green. The device was opened for internal inspection. The screw mounts on the lcd touchscreen are damaged and the main pcba is loose. A crack was found on the retaining plate. One of the blue wires for the status lights was found pinched. Testing was run on the pneumatic system and no problems were found.

Event description:
The following has been reported: biomed reported: fk pump serial # (B)(6) is giving us a pump problem service needed alarm. There was no report of patient harm or the stoppage of an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.